Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a double eyelid surgery, the suture of the device broke. To resolve the issue, the surgeon replaced the device. There was no patient injury.